Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced chest pain 6 days after the implant and a myocardial perforation was noted. The patient was diagnosed with cardiac tamponade which was seen via the electrogram (ECG) and computerized axial tomography (CT) scan. Pericardial drainage was performed and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.